Event description:
The consumer alleges the wire was smoking. The consumer believes the wire got clamped when he reclined. No injury is alleged.

Manufacturer narrative:
No injury reported. Information provided alleges the wire was smoking. Malfunction not confirmed. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or a service error that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection. MDR filed based solely on alleged smoke.